Event description:
It was reported that during a ureter stones removal procedure, the first fiber was used for approximately 10 minutes when it developed a bent and broke. The casing of the fiber was intact; however, the fiber was clearly broken within and hence could no longer be used. The scrub nurse stated that he could feel vibration when it snapped, there was not any patient/user injury. A second fiber was chosen to continue with the procedure, this fiber was checked prior to inserting into the scope, it had not clear green circle at the checking point; however, the fiber was found to be damaged and was not used. A third fiber was chosen, and the procedure was completed without patient complications. This report is for the first fiber, the one that was broken during the procedure.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the fiber was unused. The fiber had no defects or breaks, it is ready for use. There were no fiber damages identified that could have caused or contributed to the reported clinical observations; therefore, the report of a broken fiber cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a ureter stones removal procedure, the first fiber was used for approximately 10 minutes when it developed a bend and broke. The casing of the fiber was intact; however, the fiber was clearly broken within and could no longer be used. The scrub nurse stated that he could feel vibration when it snapped, there was not any patient/user injury. A second fiber was chosen to continue with the procedure, this fiber was checked prior to inserting into the scope, it had no clear green circle at the checking point. The fiber was found to be damaged and was not used. A third fiber was used to complete the procedure without patient complications. This report is for the first fiber, the one that was broken during the procedure.

Event description:
It was reported that during a ureter stones removal procedure, the first fiber was used for approximately 10 minutes when it developed a bent and broke. The casing of the fiber was intact; however, the fiber was clearly broken within and hence could no longer be used. The scrub nurse stated that he could feel vibration when it snapped, there was not any patient/user injury. A second fiber was chosen to continue with the procedure, this fiber was checked prior to inserting into the scope, it had not clear green circle at the checking point; however, the fiber was found to be damaged and was not used. A third fiber was chosen, and the procedure was completed without patient complications. This report is for the first fiber, the one that was broken during the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.